Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's concurrent conditions included obesity. From 2007 until 2010, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("'dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury") and allergy to metals ("allergy nickel"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, psychological trauma, allergy to metals, migraine and weight increased outcome was unknown and the dyspareunia, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: dob as per previous fu: (B)(6) 1983. Current weight as of (B)(6) 2019: 200 lbs. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (general), migraines / headaches, stomach pain, vaginal discharge, weight gain were added. Event outcome was updated for the events: pain during sex. Lab data was updated. Event onset date was updated. Concomitant drug, treatment drug, concomitant condition and reporter's information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included asthma, depression, gravida ii, multiparous, uterovaginal prolapse, mixed incontinence, polycystic ovarian syndrome, tonsillitis, rectocele and cystocele. Concurrent conditions included obesity. From 2007 until 2010, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("'dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), allergy to metals ("allergy nickel"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, psychological trauma, allergy to metals, migraine, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: dob as per previous fu: (B)(6) 1983. Current weight as of (B)(6) 2019: 200 lbs. Approximate weight at the time of essure placement 180 lbs discrepancy in removal date- (B)(6) 2015 (as per current sd), (B)(6) 2015 (previously captured). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical received. Reporter information and patient medical history added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included asthma, depression, gravida ii, multiparous, uterovaginal prolapse, mixed incontinence, polycystic ovarian syndrome, tonsillitis, rectocele and cystocele. Concurrent conditions included obesity. From 2007 until 2010, the patient received depo provera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital hemorrhage ("abnormal bleeding (general), dyspareunia ("dyspareunia (painful sexual intercourse) and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("'dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), allergy to metals ("allergy nickel"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral), hysterectomy (full). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, dysmenorrhoea, back pain, psychological trauma, allergy to metals, migraine, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital hemorrhage, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: dob as per previous fu: (B)(6) 1983. Current weight as of (B)(6) 2019: 200 lbs. Approximate weight at the time of essure placement 180 lbs. Discrepancy in removal date- (B)(6) 2015 (as per current sd), (B)(6) 2015 (previously captured). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included asthma and depression. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. From 2007 until 2010, the patient received depo provera at an unspecified dose and frequency. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("'dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), allergy to metals ("allergy nickel"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, psychological trauma, allergy to metals, migraine, weight increased, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: dob as per previous fu: 15-mar-1983. Current weight as of (B)(6) 2019: 200 lbs. Approximate weight at the time of essure placement 180 lbs discrepancy in removal date- (B)(6) 2015 (as per current sd), (B)(6) 2015 (previously captured). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet and medical records received : reporters added. Event added-bladder or urinary problems or changes. Removal date updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("'dysmenorrhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury") and allergy to metals ("allergy nickel"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, psychological trauma and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received :patient demography, reporter details , essure dates and lab data was added. New events added-pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse)' dysmenorrhea (cramping), allergy nickel, psych injury¿ were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.